Manufacturer narrative:
The liquid leaked though there was not loosening of the cap and the label permeated by the liquid. No additional information was supplied. Root cause of this event is unknown.

Event description:
It was reported that a cartridge chemistry (cc) wash solution was leaking at bci warehouse in (B)(4). No injury was reported on this issue.